Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was confirmed and duplicated in the laboratory setting. The root cause of the reported issue was that the backlight of the lcd was failing.

Manufacturer narrative:
(B)(4). A carefusion field service representative (fsr) went onsite to evaluate the device. The fsr determined that the front panel was inoperable and was replaced. The fsr performed all calibrations and the unit now meets all factory specifications. If additional information becomes available, it will be submitted in a follow up report.

Event description:
The customer reported that their vela ventilator had a touch screen which went blank during use with a patient. The customer reported that there was no patient harm.